Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19feb2019. (B)(4). The manufacturer¿s international service technician replaced the defective motor controller board to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported error (over voltage protection) ovp circuit failed (e/c 1127). The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.